Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced sensor failure during sensor startup period and could not see sensor wire.